Event description:
Verbatim: surgeon requested that the bovie be turned to 40/40 while using the l-hook; at this time, we noticed that the monopolar cord was burning at the attachment to the bovie and had completely separated from the remainder of the cord on the field. Operative procedure: lap chole lysis of adhesions. Aspiration of 60 cc of fluid from right lower quadrant peritoneal cyst. The complaint sample, photos, lot number, or further information are not available.

Manufacturer narrative:
Pr # (B)(4). On (B)(6) 2022 writer sent the customer an email acknowledging receipt of the complaint and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent. (B)(4) submitted by customer. The complaint sample, photos, lot number, or further information are not available.

Manufacturer narrative:
Addendum: correction submitted to include imdrf codes not provided in the initial report.

Event description:
Verbatim: surgeon requested that the bovie be turned to 40/40 while using the l-hook; at this time, we noticed that the monopolar cord was burning at the attachment to the bovie and had completely separated from the remainder of the cord on the field. Operative procedure: lap chole. Lysis of adhesions. Aspiration of 60 cc of fluid from right lower quadrant peritoneal cyst. The complaint sample, photos, lot number, or further information are not available.